Manufacturer narrative:
Exact date unknown, event occurred a few months prior to the date the manufacturer became aware.

Event description:
It was reported that the patient was experiencing difficulty charging the implantable pulse generator (ipg) out of hibernation. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device was discarded by the medical facility.